Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Approximately 3/4 into ablation phase, a pericardial effusion was confirmed on the left side of the heart via intracardiac echocardiogram. Patient remained stable and there were no external indications of effusion. Pericardiocentesis yielded an unspecified amount of fluid. Patient required surgery to repair a perforation in the right ventricular outflow tract (rvot). Patient was reported to be in stable condition. Patient required extended hospitalization for postoperative monitoring. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was titrated during ablation. Irrigated catheter flow was set on default smarttouch sf settings. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
On 9/13/2017, biosense webster received additional information regarding this complaint file. The catalog number of the catheter originally reported was d132700, but clarification received indicates that the catalog number should have been d134800. All relevant fields have been updated. (B)(4).